Manufacturer narrative:
The device involved in this event was not returned as the device remains within the pt. No portion of the device was reported available. This complaint could not be confirmed as the device could not be evaluated. (B)(4).

Event description:
During treatment of a large avm in the cerebral posterior circulation (previously treated), vasospasm was observed during liquid embolic injection through a scepter balloon catheter. It was reported the embolic material refluxed around the length of the balloon. An attempt to gently pull and remove the catheter was made unsuccessfully. The catheter was left in place from the avm site to the femoral access. It was reported that there was no plan to remove the catheter. The pt was reported to be fine.